Event description:
It was reported the system displayed an accessory installation failure error and would not complete boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The switches sw16 and sw17 were aligned for proper operaiton, and cables in the collimator section and back pack were reseated. The system was tested and found to be working as intended and returned to service.